Event description:
The reviewed literature article contained a study of 210 pts with aneurysm subarachnoid hemorrhage and treated with a lumbar drain. The lumbar drain consisted of unspecified medtronic lumbar intrathecal catheters. The source literature reported the following events: 2 pts developed meningitis and 1 pt developed a lumbar drain exit site infection.

Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device info. Contact with the corresponding author has been unsuccessful in yielding add'l device info. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an eval of device performance was not possible. A review of the mfg and sterilization records was not possible as no lot number was provided.